Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 4.00 x 12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. When the device was removed from the patient, it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 12mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. The stent was damaged at proximal stent rows 1 and 4-6 with struts lifted from the crimped position. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed a kink at the port exchange site. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 4.00 x 12mm synergy drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. When the device was removed from the patient, it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.